Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that switch 4 was leaking, there were minor scratches and glue was peeling around the probe unit of the distal end, and there was a cotton pad snag on the glue of the side of the insertion tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrovideoscope had oil coming from inside. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three good faith effort (gfe) attempts were performed and additional information from the customer could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign body could not be identified. The root cause of the residual presence of foreign objects in the equipment could not be determined. The event can be detected/prevented by following the instructions for use which state: the reprocessing method is described in the following items. Thereby, there is a possibility that phenomenon (1) can be prevented. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.